Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Customer¿s blood glucose was 61 mg/dl at the time of incident. Customer states she sees another crack on the top of the battery all the way across. Customer states the pump was neither dropped nor bumped. Customer was using a recommended fully charged battery. The insulin pump will be returned for analysis.